Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 430 mg/dl.